Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The lesion was located in the very calcified left anterior descending (lad) artery. After pre-dilating the lesion with a 2.5x20mm apex balloon, a 8x3.50mm veriflex stent delivery system (sds) was advanced to the lesion. The veriflex delivery balloon was inflated and it was thought that the stent was deployed. However, when the device was removed from the patient, it was noted that the stent was loose and had moved proximally onto the shaft of the device. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).